Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown number of patients did not react as expected with an unspecified quantity of novum iq large volume pumps. The customer alleged multiple patients did not react as expected to the usual dosing of oxytocin as they allegedly ¿deliver in four hours.¿ the patients allegedly required increased dosing of oxytocin. In the past it had been ¿10-12¿ and now maxing out at ¿20.¿ in spite of the higher than usual doses, an increased rate of c-sections were required. The events occurred in the family birth unit. No further information was provided.